Manufacturer narrative:
Investigation completed 08/24/2017. Visual inspection under magnification of the returned (B)(4) cusa excel tip shows the distal end broke off in the area of the pre-aspiration holes. Inspection of the distal end found the edges were jagged and fractured. The main body of the tip exhibits scratches along the length indicating contact with a hard surface. (E.g. Electric scalpel). The electric scalpel acts as a grounding source at the point of contact on the cusa tip and results as physical damage. The reported complaint was confirmed and is considered user error.

Event description:
It was reported that the device broke at the extremity. Customer stated there is the risk to lose the broken part in the wound. Risk to loose the broken part in the wound. Additional information received on 28apr2017 from the sale representative: the surgeon also used an electrotome for hemostasis on the liver. Unfortunately it created an electric arc with the tip. Further information has been requested.

Manufacturer narrative:
Investigation completed 5/30/17. Method: device history review: trend analysis. Device history records (DHR) of manufacturing lots 1165444 and 1165109 of 23 khz standard tip was reviewed. According to the DHR review, no anomalies were reported during the assembly and packaging processes of these lots that could be related to the reported condition. After reviewing the complaint system from april 2015 to april 2017, fourteen (14) complaints related to ¿broken tip¿ (including the complaints being investigated) have been reported in the cusa tips and flues products family. Besides these complaints, no additional complaints related to ¿broken tip¿ have been reported for the fg lots 1165444 and 1165109. Approximately (B)(4) units of cusa tips and flues products have been released for distribution from april 2015 to april 2017 resulting in a complaint occurrence rate of approximately (B)(4). Conclusion: root cause cannot be determined due to the lack of information received to perform a complete investigation. Also, product has not been returned for evaluation after several documented requests.